Manufacturer narrative:
The device remains implanted therefore it is not available for evaluation. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that approximately 3 years post implant the anterior surface of the lens opacified after air bubble in anterior chamber for dsek surgery. A yag was performed unsuccessfully. The patient's current prognosis and treatment were reported as "retinal evaluation for cme, if none then consider iol exchange." This report refers to patient's left eye (os). According to the surgeon, the most likely cause of the event is "air bubble in anterior chamber for dsek surgery."